Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient had a skin reaction that consisted of a rash with redness and itching sensations. The rash and itching extended beyond the patch perimeter and the patient also had a red ear. The symptoms were also present at the tandem insulin pump infusion set adhesive. At the time of the report the symptoms had not resolved and no treatment was documented. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.